Event description:
Received request from representative that surgeon would like the chief technical officer to review some x-rays. Upon review chief technical officer indicated that the poly head may be dislocated from the screw shank. During subsequent revision surgery, it was concluded that the l2 left poly reduction head was not engaged onto the screw shank and that the l5 right pedicle screw had fractured.